Manufacturer narrative:
(B)(4). Customer will not return the complaint product for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 159mg/dl. The customer's expected fasting blood glucose test result range is 85 to 99mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/14/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): a 116mg/dl, (B)(6) /2016 08:44 am, fasting: yes. A 93mg/dl, (B)(6) 2016 10:25 pm, fasting: yes. A 124mg/dl, (B)(6) 2016 07:43 am, fasting: yes. A 88mg/dl, (B)(6) 2016 07:39 pm, fasting: yes. A 92mg/dl, (B)(6) 2016 07:40 am, fasting: yes. Customer state the meter is giving 30-40mg/dl higher than a previous meter. Customer states that the run control solution and is was out of range. (Customer was mistakenly trying to match up the ranges from the owner's manual instead of the strips vial). Advised customer that 43 was indeed within the expected range for the control test for level zero. Customer states that eating habits, exercise have not change. Customer states that his normal expected range is 85-99mg/dl but now this meter is giving higher results 124mg/dl. Customer is not on any meds for diabetes because the results have been good. Customer did not want to run a test.